Event description:
During a routine device exchange procedure, the tissue inside of the device pocket appeared to be discolored. A culture test was performed, but no evidence of a bacterial infection was found. No allegation of malfunction was made against the device as no visual abnormalities of the device could be seen. The physician hypothesized the discoloration may have been due to a substance given off by the device, however, this could not be confirmed. The device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Additional information received indicated a small crack on the device was observed on the device after explant.

Manufacturer narrative:
The device was returned for evaluation. The reported event of a cracked device can could not be confirmed. As received, the device was at elective replacement indicator level. The device was then programed to nominal settings for the remainder of the analysis. The results of all electrical test performed, including battery assessment indicate normal device characteristics except for device being at elective replacement indicator level due to normal usage. Longevity assessment was performed, the implant duration exceeded the device¿s projected longevity and device is considered as normal battery depletion.